Event description:
Company representative reported that the customer was hospitalized due to low blood glucose levels. Customer's blood glucose level at the time of the hospitalization was 32 mg/dl. The customer stated that he had a full reservoir connected to his body when he forcefully put the reservoir into the pump. The piston in the insulin pump was rewound and 300 units of insulin was bloused into the customers body. The ambulance was called and the customer was admitted into the hospital. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.